Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that an smbus error occurred in the middle of a stress echo exam. The exam was stopped and was repeated 6 hours later after the system was serviced. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an smbus error on boot. The mbm board was sent to supplier for investigation. The supplier reproduced the boot-up issues. The cause of the issue was due to a loose cable connection to the hard-drive. This is being addressed in the design of the mbm250 module. No field corrective action is necessary at this time. Complaint reference #: (B)(4).